Event description:
The migrated stent was inadvertently noticed on a CT scan taken last month and was reported as a critical result the next day. On three days later, an attempt was made to remove the foreign body via an angiographic procedure which had to be aborted due to complications of the procedure. At this time, the foreign body was thought to be a catheter tip. It was later identified as a migrated stent and was subsquently retrieved three days later during a left pulmonary artery angiogram. The stent has been identified as (B)(4) (04mmx120cm) and was placed in the right upper extremity a-v graft on the arterial side that was implanted three months ago.